Event description:
It was reported that a vns patient had experienced fewer seizures "since the generators battery life ended 2 months ago." Good faith attempts for additional information have been unsuccessful to date.